Event description:
It was reported that a cartridge change error occurred. Customer¿s blood glucose displayed high. Carbohydrates were consumed to resolve this issue. The customer loaded a new cartridge to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.